Event description:
It was reported that during the implant procedure, the lv lead did not properly engage in the header and could not be retained. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the set screw was in the connnector bore.